Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a delayed keypad response. A device history review revealed no issues that could have caused or contributed to the service finding. It was determined that the processor board required replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.